Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the pulse generator exhibited a diagnostics anomaly. The patient had under gone a procedure for a coronary artery bypass graft surgery recently and had been exposed to electrocautery. After a software download, normal device function resumed.